Manufacturer narrative:
Taper ii. (B)(4). The reporter indicated that the device will not be returned and had no further info on the location of the device. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infections."

Event description:
Pt report a lap-band port leak. Pt stated they noticed the "leak" when they were able "to eat more." The pt reported they were "prescribed antibiotics" about a year after the port was implanted. Healthcare professional reported they had no further info regarding the pt report of being prescribed antibiotics. The physician confirmed that there was a "port leak". The port was explanted and replaced.